Event description:
It was reported that the patient's vns could not be interrogated and she was being referred for vns replacement. A chest x-ray was reportedly taken that did not show any issues with the lead. Attempts for additional information have been unsuccessful to date. Surgery to replace the generator is likely. No adverse events have been reported.

Event description:
The implanting facility reported that product information cannot be released without patient consent.

Event description:
Additional information was received indicating the initial report was incorrect. The surgeon's office indicated that there is no problem interrogating the patient's generator but high lead impedance is present with impedance value 8567ohms. Follow-up with the neurologist's office found that the high impedance was first found on (B)(6) 2012. The vns stimulation was disabled as recommended in manufacturer labeling at that time. No trauma or manipulation was believed to have occurred. The patient was noted as having a thyroidectomy in early (B)(6) however it was unknown if damage to the vns lead may have occurred as a result. Last known good diagnostics were taken on (B)(6) 2012. X-rays were taken on (B)(6) 2012 that showed no issues per the site. It is uncertain if replacement surgery will occur at this time.

Manufacturer narrative:
(B)(4): device failure suspected but did not cause or contribute to a death or serious injury.additional information received indicates the suspect medical device is the lead and not the generator as indicated on the initial report. Also, the event date is earlier than previously reported.